Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with back-to-back results of 185 mg/dl and 72 mg/dl. Patient's therapy was not modified based on these values. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.